Event description:
Reporter states customer reportedly received the following results on the aviva system within 10 minutes: 258 mg/dl, 233 mg/dl, 136 mg/dl, 116 mg/dl, and 111 mg/dl. No action was taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.